Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, the patient's father reported that his daughter woke up with insulin flow block and she had hard time eating due to upset stomach. At 07:30 am, her blood glucose level was 29 mmol/l (time of incident) and at 08:00 am, her blood glucose level went down to 24 mmol/l. At 09:20 am, she changed her infusion set and one infusion set yesterday. Reportedly, the patient did not get an alarm last night. Moreover, the site location was too close to an older site. When they removed the infusion set, the needle was not in the skin and a bit of scar tissue probably stopped it from puncturing the skin. They administered her with a manual injection with a bolus history on (B)(6) 2021, at 09:18 am 3.3 unit, at 08 31 am 0.6 unit (the one that blocked it was supposed to be 1.25 unit), at 07:20 am 6.975 unit, at 07:15am 1.925 unit the one that blocked. Currently, her blood glucose level was 24.7 mmol/l. No further information available.